Event description:
It was reported that high defibrillation impedance, high pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.